Manufacturer narrative:
H6 correction: health effect - clinical code 4582 removed; 2687 added. Health effect - impact code 2199 removed; 4614 added. A visual inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported material split, cut or torn was confirmed. A review of the corrective and preventive actions (CAPA) database was performed and revealed no related complaint assessment capas. The electronic lot history record (elhr) identified no associated manufacturing nonconformities issued to the reported lot. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Analysis of the returned wire confirmed split and cut polymer in multiple locations. The polymer was bunched distally, suggesting manipulation against resistance during removal. It is possible that the guide wire sustained damage during use, contributing to resistance between the guide wire and catheter during removal. Manipulation of the guide wire, when resistance was encountered, likely resulting in the reported polymer damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The hi-torque (ht) command es guide wire was used in conjunction with the balloon and the balloon was removed over the guide wire. A 0.014x90cm angled catheter was advanced over the guide wire, however, the guide wire had difficulty during removal. The guide wire was managed to be removed, however, there was noticeable shred on the back end of the glide tip but nothing had separated. The angled catheter was also damaged in the process and had to be removed as well. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.